Manufacturer narrative:
One device was returned for evaluation. The service history review found the device was not related to a previous repair and reported problem. Functional testing was performed, and the reported problem was duplicated. The cause was a faulty upstream occlusion (uso) sensor and downstream occlusion (dso) sensor. The dso and uso sensors were calibrated. The device then passed all functional tests after the repair.

Event description:
It was reported that the device kept alarming after self-test. Per reporter, it kept alarming though showed "stopped ¿. The device stopped alarming only when connected to a set, and then when the set was removed, it didn't alarm. There was no patient injury reported.